Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to swap out the metal on metal bearing, as well as a femoral stem. No patient harm or device failure reported. Update ad 11 jun 2018: (B)(4) was reopened under (B)(4) due to claim letter received. Claim letter alleges pain. The patient harm has been updated. Doi: (B)(6) 2009: dor: (B)(6) 2017; left hip.

Event description:
Pinnacle litigation received. In addition to what was previously reported, litigation alleges injury, discomfort, difficulty walking, loss mobility, loss range of motion, mental anguish, and emotional distress. Added lawyer in associated contacts.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.